Event description:
It was reported to tyco/healthcare/kendall in 2002 that a cuff from a dialysis catheter had detached from the catheter shaft. It's also noted that the patient was running on dialysis for a period of time before dialyzer began to alarm. Once dialyzer alarmed and staff found catheter to be moving. It was also reported that the physician removing the catheter saw the cuff at the exit wound. The "cuff" in question was discarded at the hospital. The catheter is pending return.